Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter noted: "the achillon system's holes did not line up, there was too much movement. Removed and revised with another anchillon system. Additional information was received from the operating room manager. "Procedure was a repair of an achilles tendon. There was no patient harm; doctor frustration, time loss about 5 minutes to run and gather another device."